Manufacturer narrative:
The exact root cause has not been fully established. Based on error report analysis by the binding site and provided information, a sample-specific issue is suspected. The reagent lot has no identified issues and the optilite instrument is performing as expected. Additionally, no similar complaints have been received for the lot.

Event description:
A customer reported to the binding site an erroneously low kappa free light chain (flc) result (28.3 mg/l; ref range: 3.30 - 19.40 mg/l) obtained using the optilite® freelite® kappa free kit (product code: lk016.opt.a), on 22 october 2025. The result was inconsistent with earlier results (839.6 & 789 mg/l) from sample dated 17 october 2025 (confirmed by error report analysis) and a stronger monoclonal protein band by serum electrophoresis. Lambda flc levels were consistently low and the kappa/ lambda ratio was abnormal throughout. There was no allegation of serious injury, although treatment was temporarily paused while the discrepancy was investigated. Quality controls (qc) were within range and acceptable throughout testing. A subsequent sample from the 10th november showed an increase in kappa flc levels (6426 mg/l). Although there have been no reports of serious harm or inappropriate therapy, the decision was taken to report as a matter of caution. If the error was to recur there is a possibility of serious injury if sample results were considered in isolation. As per the IFU, ins016.opt.a, results of the free light chain measurements should always be interpreted in conjunction with other laboratory and clinical findings.